Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were very hard to push. It was stated that backlight on insulin pump screen was dim and customer cannot really saw the screen, customer could not get basal insulin pump settings to come up.no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.